Event description:
This medwatch report is being filed due to an increase in customer complaints for pt hemoglobin result inaccuracies. It was discovered that hemoglobin results in samples assayed on the cell-dyn 1800 system vary more than expected across the operating temperature range of 18-30 degrees centigrade. Additionally, when using the cd 1800 system with the cd 22 and cd16 calibrators and controls, the cd 22 and cd 16 calibrator hemoglobin recovery values vary more than expected across the operating temperature range of 18-30 degrees centigrade and cd 22 and cd 16 control hemoglobin values may not recover within the mean recovery range for the operating temperature range of 18-30 degrees centigrade. A recall was issued november 09, 2006. Abbott has not received any reports of adverse events related to this issue.